Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Four of the reported devices were received for evaluation; the events were confirmed during testing. Evaluation found 1 device had a lack of lubrication, 2 devices had internal corrosion and 1 device had damaged bearings. These devices are not repairable and were not returned to the user facilities. The fifth device was not returned to the manufacturer for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the devices overheated. There was patient involvement for 2 events; no patient impact. For 3 events, there was no patient involvement; no patient impact.